Manufacturer narrative:
Correction: b3: the event date has been updated. B5: the event description has been updated. D4: expiration date, lot number and unique identifier (UDI) has been updated. Additional codes: previously applied code imf f24 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the broken part remained in the m4 handpiece until taken out. Fragments did not fall into patient. There was a procedural delay of thirty minutes. The blade was run at a speed of 5000 rpm. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the case, all the blades broke in the same place more towards the shaft. The broken part remained in the m4 handpiece. There was no known patient impact.

Manufacturer narrative:
H3: visually, the inner shaft was broken 0.61 inches from the distal end of the inner hub when returned. There was contamination on the outside diameter of the outer tube. Additionally, there were striations at both ends of the break points and more striations 1.06 inches from the distal end of the inner hub. For further analysis, the outside diameter of the inner cutter tip shall be 0.145 ± 0.001 inches and the actual measurement was 0.146 inches which was in specification. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied codes fdm b17, fdr c20 and fdc d14 are no longer applicable. Additional codes: previously applied code img g04041 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.